Event description:
It was reported that pump experienced malfunction alarm with code Malf 12, and caller contacted Technical Support for assistance. There was no adverse impact to the customer¿s blood glucose level. Technical Support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur, advised caller to continue using pump, and instructed caller to call back if malfunction alarm occurred again.

Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown / Unknown / Unknown / Unknown.